Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The event history log review was performed and did not reveal any occurrences of system error 343, however the history log revealed two occurrences of system error 345, which was determined to be the reported allegation. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 which was not reproduced. System error 345 alarms were found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 343 (motor high rate error) alarm. There was no patient involvement. No additional information is available.